Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763, serial/lot #: version (B)(4). System service was not required because it was not requested by the site. No hardware parts were returned because not hardware parts were replaced, and therefore no further hardware analysis was performed. A software analysis was initiated to determine the probable cause of the issue. Analysis could not determine probable cause due to lack of reproducibility. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, a five millimeter anterior inaccuracy was observed after placing the sterile frame on. It was noted the issue occurred following a successful patient registration then going sterile for the procedure. The site broke sterile, re-registered and were able to continue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.